Event description:
It was reported, the patient's ipg stopped functioning due to the patient not maintaining it as recommended. As a result, the charger and programmer could no longer communicate with the ipg. An sjm representative attempted to troubleshoot the issue to no avail. On (B)(6) 2013, the patient's ipg was explanted and replaced.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.